Event description:
A report was received that the patient was not able to charge her ipg. X-ray result confirmed that the ipg rotated. The patient underwent a pocket revision wherein the ipg was moved within the pocket.